Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed by tandem technical support to take corrective actions, including disconnecting tubing from the site, tightening the t:lock, and delivering a bolus. The call was disconnected during assistance. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.